Event description:
It was reported that a t8-l2 posterior spinal fusion with universal spinal system dual opening was performed on a patient with a spine fracture on (B)(6) 2014. The surgeon instrumented the patient from t8-l2 and connected the rods. The surgeon torqued all nuts and collar and began removing all the hook/ screw holders using a small hexagonal screwdriver .when loosening the hook/ screw holder from the right l2 dual opening universal spinal system screw the tip of the hook/ screw holder broke off in the screw. The surgeon elected to not remove the screw leaving the fragment in the screw, a piece remained in the patient. No patient harm was reported. The procedure was successfully completed without surgical delays. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.